Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 460 mg/dl. Prior to the event, the customer changed the infusion set at bed time, and woke up with high blood glucose levels. The insulin pump was also alarming no delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. No high pressure test was conducted as the customer confirmed that the insulin pump alarmed no delivery during the night. Nothing further was reported.